Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A reliant balloon was used to mould the stent graft in an area of the artery that was calcified. Once the balloon was inflated, it burst. It was reported that none of the balloon was exposed to the vessel wall, and it was completely within the stent graft. A 20 cc syringe with 30 % contrast and 70 % saline solution was used to inflate the balloon: however, it is unknown how much of the solution was injected to inflate the balloon. The balloon was removed from the patient in its entirely and another reliant balloon was used to complete the case without complication. No clinical sequelae were reported and the patient is fine. The balloon was discarded after the procedure.

Manufacturer narrative:
Evaluation results: inherent risk procedure (balloon rupture). Conclusion: patient's condition affected effectiveness of device (calcified artery).